Manufacturer narrative:
Additional/updated information was added to reflect the side frames being returned to the manufacturer for evaluation. The right side frame was returned for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing/weld was broken at the bottom rear of the frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the side frame had a broken weld at the bottom of the back cane. The underlying cause could not be determined after reviewing the documentation in this investigation. The left side frame was also returned for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the tubing was broken around the weld at the bottom rear of the frame. An expanded evaluation was performed. The expanded evaluation confirmed that there was a fracture located where the upright rear and lower frame tubes were welded, and there was corrosion present at the site of the fracture. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The provider states where the back cane meets the base of the frame on both the left and right side are broken at the weld.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states where the back cane meets the base of the frame on both the left and right side are broken at the weld.